Manufacturer narrative:
(B)(4): the third party service agent has evaluated the device and has been unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. Physio-control performed a clinical review of the reported event and was unable to determine if the reported issue contributed to the death of the patient due to insufficient data available.

Event description:
The customer reported that their device prompted "connect electrodes" when they connected the defibrillation therapy electrodes to the patient. It was reported that when the patient reported for a scheduled surgery, they indicated they had been not feeling well, then collapsed. Once the patient collapsed, the customer placed the defibrillation therapy electrodes onto the patient and immediately heard the prompts "connect electrodes" from the device. With their device not recognizing the patient connection, the device would have been unable to provide defibrillation therapy, if needed. After approximately 10 minutes, a paramedic team arrived and placed their device onto the patient with a new set of defibrillation therapy electrodes. Their device then indicated that the patient was in an asystole rhythm. The patient was not resuscitated.